Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. Manufacture date has been requested.

Event description:
Device report rec'd from (B)(6) indicates the surgeon was drilling the medial spine of the scapular and didn't like the angle of the drill. She pulled it back and heard a snap and noticed the drill bit had broken. The surgeon then put her finger over the inner aspect of the scapular through the area of the bone that had been incised. She could feel the drill bit and placed a clamp on it. Surgeon was able to remove most of the drill bit but heard another snap when the drill bit again broke. Surgeon checked with an x-ray of the lateral view and noted the drill bit was in the bone so she left it in the pt's shoulder.